Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and post feature fractured off. All pieces were returned for evaluation. Visual inspection of the tibial plate found that the device exhibits scratches and most of the pmma surface being removed. The tibial component was also dimensionally analyzed and was found to be conforming to print specification where measured. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.